Manufacturer narrative:
The alleged complaint is confirmed. Visual review of a provided radiographic image of the implants, gljg2643 lot 1996659 and 26012602 lot 2001501, reveals that the femoral head disassociated from the bipolar shell. These implants were implanted in the patient of unknown age, gender, or activity level in (B)(6) 2024. The disassociation occurred on (B)(6) 2025 and the implants were revised on (B)(6) 2025. These implants were not returned for investigation, nor were any pictures of the implants provided. Therefore, it is not possible to determine the cause of the implant failure. Historical complaint review suggests that impingement could impact the integrity of the assembly if a torquing is applied by the head-neck construct. Other possible contributing factors could involve soft tissue impingement to compromise functionality of the bipolar locking mechanism. The mpo hip systems package insert (150803-9) lists ?dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity,? As a potential adverse effect for total hip arthroplasty implants. This package insert also states, "the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment? Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components." These implants were manufactured in 2024. Review of the design history record (DHR) for the subject manufacturing lot indicates that these implants were manufactured to specification. There are no trends for these implants and failure. However, it cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of other clinical information. Upon receipt of additional information, this investigation will be reopened and updated. Mpo will continue to monitor these implants through complaint tracking.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, it is unclear what action caused this, the inner head came off from the g26 cup. The implant was used as is and surgical reduction was performed, and the surgery was completed. Japan (B)(4).